Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components, found the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was out of the foot and there was a needle strike mark on the rim of the cuff. Both cuffs were attached to the link and the anterior cuff was engaged to anterior needle tip. Based on the investigation findings, the posterior cuff was missed and this confirmed the reported cuff miss. There was no needle strike mark on the posterior foot. During testing, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked during the manufacturing. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this reported event. A query for this lot based on actual investigation findings was performed and there were no other incidents that exhibited the posterior cuff miss and needle strike on the cuff as this incident. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide and the starclose are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a scarred and moderately calcified common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide was used with the same results. A starclose was deployed, but failed to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.